Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
Customer reported a secondary syringe of vancomycin did not infuse. Details of the event are as follows: vancomycin was ordered to infuse over 90 minutes, but was delayed 20-30 minutes due to not infusing. When preparing the vancomycin for administration, the rn initially had re-primed the previous tubing with the vent closed. She opened the vent but the medication did not infuse, no bubbles were visible (MDR #9616066-2012-00140 issued for this first reportable product problem). She then primed new secondary syringe tubing with the vent closed and then re-opened for infusion, bubbles visualized and the medication was actively infusing. When she went back to check on it, the medication had stopped infusing (MDR #9616066-2012-00147 was issued for this second reportable product problem). She primed another new secondary syringe tubing which successfully infused the vancomycin. No pt harm was reported and no medical intervention was required.